Manufacturer narrative:
Concomitant medical products: product ID 37791, product type: recharger . (B)(4).

Event description:
The consumer reported that they had no coupling boxes while recharging. A poor coupling screen was seen and repositioning the antenna did not resolve the issue. The patient was able to communicate with another external device. Using the antenna locate feature did not resolve the issue and no pocket issues were reported. The recharger antenna was damaged and a replacement was sent. Additional information received from the healthcare professional via the manufacturer representative reported that the patient had problems syncing and charging the battery. The battery was explanted and replaced. No diagnostics or troubleshooting was performed. The issue was resolved at the time of the report. Further information received from the patient reported that the implant did not charge and that was the reason for the removal six weeks after it was implanted. The indication for use was non-malignant pain. No patient symptoms reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4)) found no anomalies, the device passed functional testing with no issues observed with recharging or coupling.